Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed. The cause of the hospitalization and pain is due to the patient's chemotherapy treatment for leukemia which enhances their spinal stenosis pain. There are no alleged deficiencies or concerns over the curonix device. The stimulator is used to treat pain. The cause of the hospitalization and pain is unrelated to the curonix device as the patient is undergoing chemotherapy treatments for leukemia which causes pain (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
On (B)(6) 2025, support received a call requesting MRI clearance for a patient who was in the hospital for lower back pain. The patient met MRI criteria, they were awake, and able to communicate. Additional information was received on (B)(6) 2025. The patient stated they were hospitalized due to pain from their chemotherapy treatment for leukemia which enhances their spinal stenosis pain, specifically on their right side. The patient has been discharged from the hospital, will follow-up with their primary care physician, and has no concerns over the curonix device.